Manufacturer narrative:
(B)(4). Batch #: u95n9n. Additional information was requested and the following was obtained: what is meant by the "screw"? It is a rivet. The sales team reported that the rivet from the jaws popped out during a case. The surgeon was using the device in a regular fashion and on normal tissue. The issue occurred after about 15-20 activations. There were no hemostasis concerns. The hinge pin completely fell out and it was found and retrieved from the abdomen. The generator gave an error code, which prompted those present to look at the device. They noticed a piece of metal net to the device in the abdomen. They were able to retrieve it. The surgeon attempted to use the device again but the generator gave an error and it could not be used any further. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with hinge pin missing. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. Therefore, we were unable to investigate further the unspecified alert screen received issues reported based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the jaws area, the hinge pin appear to be damage. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a hand assisted laparoscopic colectomy after twenty or so firings a screw popped out and fell into the patient. It was retrieved and there were no patient consequences.